Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: 506852 lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that during the device had unexpected longevity as the device had reached rrt (recommended replacement time). The device was explanted and replaced. Additionally, it was reported that the physician was not satisfied with the sensing of the right ventricular (rv) lead. The lead was reprogrammed to integrated bipolar and remains in use. No patient complications have been reported as a result of this event.